Event description:
Upon receipt of additional information it has been determined that this is a duplicate complaint. The initial report was submitted in error and will be voided. The event will be reported under 0001825034-2019-00933.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this is a duplicate complaint. The initial report was submitted in error and will be voided. The event will be reported under 0001825034-2019-00933. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem; p/n: 183012, l/n: 432290. Biomet cc cruciate tray; p/n: 141235, l/n: j3333616. Vngd cr tib brg; p/n: 183466, l/n: 720010. Optipac 40 refobacin bn cmt r; p/n: 4710500394, l/n: unk. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00640.

Event description:
It was reported patient is being considered for a revision procedure 5 years post-implantation due to malposition which lead to instability. Attempts to obtain additional information have been made; however, no more is available at this time.